Event description:
It was reported that approximately one day post-implantation, the patient underwent a hip revision due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00877503602, lot# 3239375, bioloxâ® delta, ceramic femoral head. Cat# 00811400310, lot# 66798526, femoral stem. Cat# 110010244, lot# 67873096, g7 osseoti 3 hole shell . G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.